Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the ER after receiving a notification. The device exhibited post-paced t-wave oversensing on the ventricular channel. Patient was asymptomatic. Programming changes were recommended.